Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged and the set screw was loose/detached.

Event description:
It was reported that during implant the set screw was stripped. The device was not used and a different defibrillator was implanted. There were no patient complications reported as a result of this event.